Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 using coolmax and to the upper abdomen and bilateral flanks using cooladvantage+. Treatment was given to the bilateral arm on (B)(6) 2016 using coolfit and to the upper abdomen and bilateral flanks using cooladvantage+. The patient developed paradoxical hyperplasia (pah/ph) 7 months after treatment and was diagnosed in the arms, upper and lower abdomen, and flanks on (B)(6) 2017. Ph was described as hard and firm.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 using coolmax and to the upper abdomen and bilateral flanks using cooladvantage+. Treatment was given to the bilateral arm on (B)(6) 2016 using coolfit and to the upper abdomen and bilateral flanks using cooladvantage+. The patient developed paradoxical hyperplasia (pah/ph) 7 months after treatment and was diagnosed in the arms, upper and lower abdomen, and flanks on (B)(6) 2017. Ph was described as hard and firm.

Manufacturer narrative:
Corrected data: h7., h.9. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6)2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6)2016 using coolmax and to the upper abdomen and bilateral flanks using cooladvantage+. Treatment was given to the bilateral arm on (B)(6) 2016 using coolfit and to the upper abdomen and bilateral flanks using cooladvantage+. The patient developed paradoxical hyperplasia (pah/ph) 7 months after treatment and was diagnosed in the arms, upper and lower abdomen, and flanks on (B)(6)2017. Ph was described as hard and firm.